Event description:
Boston scientific received info that a day after implant, this right atrial (ra) lead had decreased amplitude, intermittent undersensing, and when paced had captured the right ventricle. No adverse pt effects were reported. A lead revision was planned. Additional info has been requested from the field rep. It was later reported that this lead was dislodged and was successfully repositioned. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.